Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bad cramping') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), menorrhagia ("heavy period/heavy bleeding") and uterine enlargement ("swelling of stomach turned out to be the uterus"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed. At the time of the report, the pelvic pain, adenomyosis, menorrhagia and uterine enlargement outcome was unknown. The reporter considered adenomyosis, menorrhagia, pelvic pain and uterine enlargement to be related to essure. The reporter commented: patient was 25 years old at the time of essure removal and reports, that she is so active and living the life to the fullest. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Patient¿s age group added. Device information updated. New events ¿heavy period/heavy bleeding¿ and ¿bad cramping¿ and ¿swelling of stomach turned out to be the uterus¿ added. Event ¿e-free¿ deleted. Reporter causality comment added.fu 3 and 4 processed toegteher. On 23-mar-2020: social media received. Reporter's information added.fu 3 and 4 processed toegteher. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.